Event description:
A pt reported blood glucose results of 94mg/dl and 264 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or<=20 mg/dl, however, the puncture area was cleaned incorrectly prior to testing. The pt mentioned during the second test, blood may have overflowed. A control solution and check strip test were performed and the results fell within specifications.